Manufacturer narrative:
The reported event was confirmed as manufacturing related. An orange latex intermittent catheter was returned with its original packaging. The catheter eye length and width were found to be below specification. Low catheter eye size can cause flimsy tips. The root cause could be due to the an "operator error" eye punching or lack of preventative maintenance. The device was found not to meet specifications and appears to have a relationship with the reported event due to the small drainage eye. Based on the reported event, the device appears to have been used for treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warnings: on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions. Urinary tract infection. Bleeding from the urethra. Irritation of the urethra. Instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. Caution: federal (u.s.a.) Laws restricts this device to sale by or on the order of a physician."

Event description:
It was reported that the catheters ranged from firm to soft to very pliable, and as a result, it was very difficult to push the catheters through the prostate due to the catheters not being firm enough to open the patient's bladder. The patient had to throw away 3 of the 12 catheters from last box.